Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified renal artery. A 6.0mmx18mmx150cm express¿ vascular sd stent was advanced but had difficulties crossing the lesion and the stent strut was lifted. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stented balloon catheter. The balloon and stent were tightly folded/crimped on. There was blood in the wire lumen. The tip, balloon, stent and shaft were microscopically, tactile and visually inspected. Inspection found no damage or irregularities. Inspection of the remainder of the device found no damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was further reported that the patient's status was good.